Event description:
According to the reporter, during a pancreaticoduodenectomy procedure that involved additional gastrectomy, the device experienced an issue where small black particles were released when the stapler was fired. It was noted that the particles were successfully removed from the patient. The issue was accompanied by unreliable staple formation and slight bleeding, which was controlled using electrocautery. Despite the issue, the device was used without further problems afterward.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial #: unknown), sigpshell, sig power sigpshell control shell (lot #: unknown), sigadaptshort, sig power sigadaptshort lin short adapt (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a pancreaticoduodenectomy procedure that involved additional gastrectomy, the device experienced an issue where small black particles were released when the stapler was fired. This was accompanied by unreliable staple formation and slight bleeding, which was controlled using electrocautery. Despite the issue, the device was used without further problems afterward.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: "medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that one metal fragment was received. The reload was fully fired and the interlock was engaged. The jaw of the reload was open. There were deformed antifriction nylon pads on ibeam. A scratch was observed on the cartridge side jaw, which might have been made when the ibeam advanced forcefully in clamping the jaw or firing. Some staple pushers were pushed back to the cartridge. Functional testing found that the reload was loaded into a representative pmv handle. The clamping mechanism was deformed. Test media was transected. The reload interlock was tested and found to function properly. It was reported that the device had a staple formation issue and component disengaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when firing over tissue that is beyond the recommended thickness range. It was also reported that there was a foreign object found in the packaging/product. The reported issue could not be confirmed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.